Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient interface with loss of suction. Additional information requested.

Manufacturer narrative:
Sample was returned. Failure analysis shows the reported problem cannot be reproduced with the returned patient interface. No deviation of docking or other issues can be detected. No problem was found with the patient interface. The most possible root cause is user handling during the docking process or the movement of the patient¿s eye. The reported problem cannot be confirmed. No problem with the returned patient interface can be identified. The most possible root cause is user handling during the docking process or the movement of the patient¿s eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The investigation is completed. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).